Event description:
The customer reported via phone call that the insulin pump alarm motor error during priming. Customer's blood glucose was 200 mg/dl. The customer was assisted with clearing the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported that via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 200 mg/dl. The customer successfully in removing the alarm and advised to monitor insulin pump. The customer reported via phone that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer took a shot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No error alarms were noted in the alarm history screen.